Manufacturer narrative:
(B)(4). This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information received that the causes of death were reported as acute cardiopulmonary arrest, acute post-hemorrhagic shock, gastrointestinal bleeding, acute myocardial infarction, coronary artery disease, congestive heart failure, chronic obstructive pulmonary disease, hypertension, failure to thrive, and advanced debility.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2015 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pain, bladder prolapse, pelvic infection, mesh exposure, vaginal discharge with itching and irritation, bleeding, frequency, colovesical and rectovaginal fistula, pelvic floor dysfunction, burning sensation, recurrent urinary tract infections, atrophic vaginitis, dysuria, mixed incontinence, hematuria, nocturia, and adhesions. Furthermore, it was reported that the plaintiff died. No cause of death was reported.